Event description:
An acl reconstruction was performed using two biorci-ha screws, which broke during insertion. All visible fragments were removed from the patient. No patient injury or further procedural complications were reported.